Event description:
It was reported that the ventilator had an issue with o2 concentration value. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to information received in service report, maintenance kit was replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to the fse, it remains unknown, when the maintenance kit was last replaced. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the failure was caused by replaced part.